Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, pacing lead impedance and intermittent capture were observed on the rv lead. The rv lead was capped. Patient is stable.